Event description:
It was reported the high flow insufflation unit was leaking. The issue occurred during therapeutic hernia and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation found no air insufflation as well as a gas leak. Based on the results of the investigation, it is likely that gas leaked from the device and [air insufflation stops] occurred due to primary decompressor/regulator unit failure. Olympus will continue to monitor field performance for this device.